Manufacturer narrative:
Investigation: the complaint was investigated for z6ms lockup and unable to capture images. The transducer was returned, and an investigation was performed. The error messages or pop-ups could not be reproduced. The investigation found image distortion due to electrical open/short at the cable level, which could affect image problem or system error. The cause of the issue was determined to be raw cable kink and coax sheath worn out during bent and twisted because of manufacturing process variance and/or insufficient cable mechanical reliability. The cable assembly manufacturer has changed the process through a CAPA. This transducer was manufactured before the CAPA. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a transoesophageal echocardiography (toe) study during a heart bypass for mitral valve replacement surgery. During the surgery with the transducer inside the patient, the transducer locked up and it was unable to capture images. The lock-up or freeze occurred just as the patient was coming off of bypass and the physician was unable to get a live image of the heart as the transducer was stuck in freeze mode. The physician attempted to trouble-shoot the transducer but an unspecified error message appeared. The physician logged in and was able to review old images but could not access the new images. The physician did not turn off the ultrasound system as the unit is very slow booting up, so he closed the study and opened up a new unidentified study. The physician was then able to acquire new images and at the completion of the study, he merged both studies. There was 5-10 minutes delay in acquiring the images. The surgery was completed with the same system and transducer. There was no loss of data and there was no patient adverse event reported. No additional information was provided.